Event description:
The customer obtained discordant vitros tsh patient results for three patient samples (sample 1 result = 0.065 miu/l; sample 2 result = 9.0 miu/l; sample 3 result = 5.96 miu/l) while using a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tsh results were reported from the laboratory to a clinician, and the clinician questioned the results. The customer ran alternate patient samples (serial sample 1 result = 9.5 miu/l; serial sample 2 result = 2.19 miu/l; serial sample 3 result = 8.55 miu/l)), and the tsh alternate patient results were considered to be correct. There were no allegations of harm to the patient as a result of this event. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that discordant vitros tsh patient results for three patient samples were obtained while using the vitros eciq analyzer. The investigation could not determine a definitive root cause. However, pre-analytical sample mix-up cannot be ruled out as a possible contributing factor. There is no evidence that the vitros eciq analyzer or vitros tsh reagent had malfunctioned.